Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: if other, describe --> robotic hysterectomy, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 2, action taken when event occurred? --> removed needle and cut suture to remove excess. Opened a competitors suture to finish closure., was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> no, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6)2025 and barbed suture was used. It was reported that the surgeon was using an 0 9" CT-1 unidirectional stratafix spiral pds during a robotic hysterectomy for closing the vaginal cuff. While pulling tension on the suture during the 3rd pass, the needle popped off of the suture at the swage. There was no damage to the patient and the surgery was disrupted for about 2 minutes while they went and opened a vloc suture to finish the closure. The procedure was completed successfully with no adverse consequences for the patient.